Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 8 mm amplatzer septal occluder (aso) was selected for implant. After placing the device, imaging revealed additional fenestrations that were not covered. The device was recaptured and a 25 mm amplatzer cribriform occluder (lot number: 6526040) was selected for implant. All fenestrations appeared to be covered and the device was released from the cable. After a few cardiac cycles, the device embolized into the right pulmonary artery and was removed from the patient using a gooseneck snare without any complications. A 30 mm amplatzer cribriform occluder (lot number: 6754567) was placed and did not appear to be stable. The patient reported discomfort and the procedure was aborted. The patient remained stable throughout the procedure and an additional procedure will be planned for a future time.

Manufacturer narrative:
An event of embolization was reported. Following a simulated deployment at abbott the device deformed in a bulbous conformation and light pressure, as could be applied clinically, returned it to normal conformation; meeting functional specifications. The device also met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 8mm amplatzer septal occluder (aso) was selected for implant. After placing the device, imaging revealed additional fenestrations that were not covered. The device was recaptured and a 25mm amplatzer cribriform occluder (lot number: 6526040) was selected for implant. All fenestrations appeared to be covered and the device was released from the cable. After a few cardiac cycles, the device embolized into the right pulmonary artery and was removed from the patient using a gooseneck snare without any complications. A 30mm amplatzer cribriform occluder (lot number: 6754567) was placed and did not appear to be stable. The patient reported discomfort and the procedure was aborted. The patient remained stable throughout the procedure and an additional procedure will be planned for a future time.